Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection with pus noted to flow from the site after it was debrided. The implantable pulse generator (ipg) system will be explanted and replaced. No further patient complications have been reported as a result of this event.